Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed reported errors as having occurred in the field via system logs but not replicated in-house. The usm was tested on an in-house system in normal mode, with no triggered errors. The usm passed all required testing. After further investigation, the 321 errors were found to have occurred on the set-up joint (suj) via system logs, which caused the reported errors 319.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 4 to resolve the issue. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a non-recoverable fault occurred. Prior to calling the intuitive tech support engineer (tse), the customer undocked. The tse found 319 and 26002 errors. The tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The issue came back on power up. The tse inquired if the customer was able to continue the procedure with x3 universal surgical manipulator (usm) only. The customer confirmed they could. The tse walked the customer through manually pushing back usm 4 to make room. The tse then had the customer disable usm 4 and recover the fault. The customer continued with the procedure. There were no reports of patient injury.